Manufacturer narrative:
E1 initial reporter phone:(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with an unknown smart touch bi-directional sf catheter. The patient experienced an arrhythmia. It was reported that a 55-year-old woman was referred to the hospital for radiofrequency catheter ablation (rfca) of frequent premature ventricular contraction (pvcs) with a qrs (a combination of an ECG trace, q wave, r wave and s wave) width of 220 ms, complete right bundle branch block, and a superior axis. The patient had a past medical history of a posterolateral myocardial infarction and was treated for chronic heart failure since then. A holter electrocardiography revealed frequent monomorphic pvcs at 45,000 beats/day. The lv (left ventricular) ejection fraction was further reduced to 35% from 50%, which was already reduced before the pvcs became frequent. Carvedilol 20 mg failed to suppress the pvc burden. In the first attempt at catheter ablation, a 3d mapping system (carto3®, biosense webster) and open-irrigated tip radiofrequency catheter (smarttouch®sf, biosense webster) were used to create an activation map, which exhibited a centrifugal propagation pattern from the inferior lv wall near the posterior pm. The local potential at the earliest activation site preceded the qrs onset of the surface 12-lead ECG by 20 ms at 0.09 mv. The pvcs were mechanically suppressed when the ablation catheter made strong contact with the earliest activation site. Following transient reactive firings, ablation with 30 w apparently abolished the pvc. The procedure was concluded after a 30-min waiting period. Because the same morphology of pvcs recurred 3 months after the first session, a second ablation session was performed. To better determine the source of the origin, a linear decapolar mapping catheter (decanav, biosense webster) was used. In addition to a conventional activation map, we created a ¿pace-map¿ (dubbed ¿paso® mapping¿), in which the paso® score (calculated by the paso® module and ranged from 0.00 to 1.00 with 1.00 being the highest, carto 3 system, biosense webster) for each point was displayed in a color, to help visualize the spatial distribution of the paso® scores. The scores tended to be high in the area close to the posterior pm. We discovered that the score was markedly high at 0.97 at an inner point floating in the lv chamber. An ultrasound catheter with an intracardiac magnetic sensor (soundstar®, biosense webster) clearly demonstrated that the earliest point was exactly at the junction between the posterior pm and chordae tendineae. The onset of the local potential at that point preceded that of the surface 12-lead ECG qrs by 43 ms with 0.05 mv. While monitoring the catheter contact with intracardiac echocardiography, rf (radiofrequency) energy (30¿w) was delivered at that point with an average contact force of 5¿8 g. Immediately after the start of the energy delivery, the pvc disappeared. Neither spontaneous nor induced pvcs were observed with or without an intravenous infusion of isoproterenol during a 30-min waiting time. The procedure was concluded. Unlike the first attempt, to date, no pvcs have recurred. Physician¿s opinion on the cause of this adverse event was the patient condition. The physician indicated the following: "a retrospective analysis indicated the possibility that the point-by-point activation map during the 1st session misleadingly projected captured electro anatomical information from the lv tissue including the free wall and pm onto the free wall (not pm), deceiving us into targeting an inaccurate site, culminating in the failure of the ablation. This interpretation was reinforced by the finding during the 2nd session in which the highest paso score was obtained from a floating point within the lv, which was then confirmed to be a pm-tendon junction by intracardiac echocardiography. We also considered that the paso map using a decanav catheter was a major contributing factor to the success in the 2nd session." Ultimately, a second ablation was performed. The patient had since fully recovered. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.